Event description:
It was reported that the patient presented for an implant procedure. It was noted that the implantable cardiac monitor (icm) failed to sense and exhibited noise. The icm was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of the device not sensing was not confirmed. The session records and device image were reviewed, and it was determined that sense events were detected by the device. Additionally, a persistent noise detection anomaly was observed. The device was found to be above the elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated that the device was within the normal range of operation. Further analysis, including a sensitivity test, was performed and it was found that the device was not able to sense, contributing to the reported event of failure to sense. The firmware was reloaded, and the sensitivity test was performed again and passed. Software analysis was conducted, and it was noted that failing to sense could not be determined, but a persistent noise detection anomaly was observed. Manufacturing analysis was performed, and no anomaly was found. The cause of the sensing anomaly was undetermined. Longevity assessment was performed, and the implant duration was found to be within the total projected longevity, indicating normal battery depletion. Additionally, device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.